Event description:
Reporter stated that the surgeon inserted a silicone toric intraocular lens model aa4203tf in the eye and the lens tore. The surgeon enlarged the incision and removed the lens and placed a suture. The cause of the lens tear was due to a mis-load.